Event description:
No additional information.

Manufacturer narrative:
Correction and response to FDA request: related report number in h10 represents the importer report submitted for the same event/device on (B)(6) 2025.

Event description:
It was reported that the distal cap fell off during an endoscopic retrograde cholangio pancreatography under sedation. The patient was scoped to find the cap, but it was not found. There were no reports of further patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00130. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.